Manufacturer narrative:
Device evaluation: one device was returned for investigation in good condition. Device was functionally tested for 20 hours using both temperature checks and disposables with no leaking on the inside or outside of the device. Manufacturing device history review was not done as the device is beyond a year from the manufacturing date. Service history review showed device had not been in for service previously.

Event description:
It was reported that when the device came back from being repaired for a leak, it was tested and started leaking again. No patient involved.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.